Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part found in tubing, see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also found sensor's cannula bent, unable to confirm needle complaint due to customer return sensor no needle.

Event description:
Customer reported via phone call that the sensor alarmed a lost sensor alarm and was unable to connect with the transmitter. Customer's blood glucose was 263 mg/dl. Customer reported there was blood on the cannula and the cannula was bent when the sensor was removed from the body. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.